Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular and right atrial lead exhibited high out of range pacing impedances, triggering a lead safety switch in the system. The patient is not pacer dependent; no adverse patient effects; however, technical services has provided troubleshooting recommendations to ensure lead integrity as opposed to a patient related or external condition.